Manufacturer narrative:
The product was not returned for evaluation. Imagery was provided by the site for review. The sheath liner was observed to be torn. There was a liner strand formation along a section of the liner tear. The patient¿s access vessel was observed to be severely calcified and moderately to severely tortuous. The lot number was not provided by the site. A complaint history review revealed the occurrence rate did not exceed the control limit for the trend applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. After sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The verification included the expander insertion force testing. After the device is fully expanded, the device is inspected for any damage. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft liner torn was confirmed, while the complaints for sheath resistance with delivery system and shaft torn were unable to be confirmed. Engineering evaluation of photo of the device revealed a sheath shaft liner strand. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. However, a review of manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint, as proper inspections to detect issues relating to the complaints are in place. Additionally, a review of IFU/training manuals revealed no deficiencies. Review of case information and imagery shows that the patient access vessel was moderately to severely tortuous. If the access vessel was unable to be sufficiently straightened out after placement of the guidewire/sheath, then tortuosity in the insertion pathway of the delivery system can contribute to the experienced resistance. A definite root cause is unable to be determined at this time, but based on given information, patient factors (access vessel tortuosity) may have contributed to the sheath resistance with the delivery system. Review of case information and imagery shows that the patient access vessel was severely calcified prior to shockwave treatment. It is unknown what degree of calcification was remaining in the access vessel after shock wave treatment. However, interaction of the sheath liner with residual calcification may have weakened the liner material, making it susceptible to tearing during delivery system advancement/retrieval, particularly in the presence of high forces. A definite root cause is unable to be determined at this time, but based on given information, patient factors (access vessel calcification) may have contributed to the liner torn and liner strand. From provided imagery of the complaint device, no tear on the sheath shaft is observable. There is insufficient information to determine a probable root cause for the reported sheath shaft torn at this time. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in sweden, during the procedure for a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the access vessels were treated with shockwave and postdilated with the shock wave balloon. While pushing the delivery system with the crimped valve through the esheath, difficulties were experienced at 80% of the delivery system inserted into the esheath. The esheath shaft split ¿in an unusual way¿ and the liner was torn. The valve was implanted successfully and all devices were removed without any issue. The patient was doing well post procedure. Per engineering imagery review a liner strand was observed along the liner tear.